Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was stuck on 7% complete screen. The field service engineer (fse) reimaged the system with version 1.11 and verified that the software loaded successfully. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es user observed that the device had remained untouched for approximately 1.5 hours and became stuck on a blue screen shown 7% completion. The unit then attempted to restart on its own and displayed the message: sorry we had an issue; we would restart for you but subsequently became stuck again on the same 7% completion screen. This behavior suggests a potential reimage issue. However, there were no delays or adverse events or injuries reported based on this event.